Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced hypotension and pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Pulmonary vein isolation (pvi) was performed with the catheter along with a pw ablation. After ablations were completed post-mapping was performed, and when pulling back to the right atrium (ra) the patient had a slower pulse and lower blood pressure (bp). The intracardiac echocardiography (ice) catheter was moved to look for an effusion and one was found. The patient's bp stabilized, and protamine was administered. An emergent echocardiogram was done at the patient's bedside, and the patient was transferred to the intensive care unit (ICU) for monitoring. The procedure had been completed. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Additional information was added to block b5 describe event or problem.

Event description:
It was reported that the patient experienced hypotension and pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Pulmonary vein isolation (pvi) was performed with the catheter along with a pw ablation. After ablations were completed, post-mapping was performed, and when pulling back to the right atrium (ra) the patient had a slower pulse and lower blood pressure (bp). The intracardiac echocardiography (ice) catheter was moved to look for an effusion and one was found. The patient's bp stabilized, and protamine was administered. An emergent echocardiogram was done at the patient's bedside, and the patient was transferred to the intensive care unit (ICU) for monitoring. The procedure had been completed. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient was discharged from the hospital the same day. No interventions were required.